Event description:
It was reported that during implant procedure, the ventricular lead could not be inserted into the header of pulse generator. A new pulse generator was used and lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.